Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual inspection determined there is no seal on the right end of the package. The rest of the package is sealed. There is no sign of glue present on the right end of the seal. The dermacarrier was missing from the package. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign : japan.

Event description:
It was reported that during incoming inspection, there was no product in the sterile package. There was no patient involvement. During device evaluation, it was discovered that the visual inspection determined there is no seal on the right end of the package. Due diligence is complete, there is no additional information available.